Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to a faulty board (designated the "cr board"). However, the cause of this fault could not be further presumed from the information obtained. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the unit failed to turn on due to a defective circuit board. The root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported the high flow insufflation unit is halted. The event occurred during reprocessing and the same device was used to complete the operation. There was no patient harm or user injury reported due to the event.